Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex (lcx) artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the distal edge of the device flared while crossing the lesion. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.